Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications or injuries were reported. The patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).